Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Relates to mw5104495.

Event description:
User received a false-postive result. No additional information on follow up tests or results were provided.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation.